Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 473 mg/dl. The customer also mentioned other blood glucose values such as 495 mg/dl, 520 mg/dl, 525 mg/dl. The customer experienced nausea and thirsty feeling due to high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that she kept getting calibration required alert and sensor was not let her calibrate. The customer also stated that her insulin pump would not allow her to calibrate with blood glucose of 400 mg/dl. The insulin pump will not be returned for analysis.